Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed pump stop and low-speed events. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021. Analysis of the log file captured multiple pump stops and low-speed events on (B)(6) 2021 at 19:04:19 lasting 3 seconds, (B)(6) 2021 at 19:08:49, (B)(6) 2021 at 21:40:44 lasting 3 seconds, (B)(6) 2021 at 21:41:06 lasting 3 seconds, (B)(6) 2021 at 23:00:51 lasting 3 seconds, (B)(6) 2021 at 23:48:15 lasting 8 seconds, (B)(6) 2021 at 23:51:01 lasting 8 seconds, (B)(6) 2021 between 07:08:45 and 14:48:52, and (B)(6) 2021 between 08:03:11 and 09:23:34. Additionally, low battery hazard and no external power events were captured on (B)(6) 2021 at 14:47:27 and 14:48:38, as well as (B)(6) 2021 at 09:09:09 . The system continued operation on the backup battery until appropriate power sources were reconnected as intended, and support was not interrupted as a result of the event. Each of the events occurred while the system was operating on both batteries and power module. The abnormal pump operation recorded in the log file occurred while the patient was operating on both the power module and on battery power, suggesting damage to at least two wires from different phases of the three-phase motor (phase-to-phase electrical short). Additionally, a phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the no external power alarms recorded in the submitted log file. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The most recent revision of the heartmate ii instructions for use (IFU) is rev. E. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook, rev. G is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flow alarms and pump stops with spontaneous restart of pump function. The cause of the pump stops was thought to be due to ongoing short-to-shield driveline damage. The patient was admitted to the hospital and a chest x-ray was performed. A clear breakdown in the shielding was seen but the area was not blackened so it was unclear if that was the area with short-to-shield. The patient was put on an ungrounded cable and was stable.